Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00252.

Event description:
It was reported that two broken maxan screws were discovered during a post-op follow up. There were no reported patient impacts and no revision surgery is scheduled yet. This is report two of two for this event.

Event description:
It was reported that two broken maxan screws were discovered during a post-op follow up. There were no reported patient impacts and no revision surgery is scheduled yet. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the products were not returned, so an evaluation is unable to be performed. However, post-op x-rays were provided which show that the screws are fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces experienced postoperatively or other patient or surgery specific factors. DHR review: the lot numbers were not provided, so the dhrs were unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.